Event description:
It was reported that a capture threshold could not be obtained. Episodes of noise were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.